Manufacturer narrative:
Calibration signals were acceptable. Upon review of the alarm trace, no relevant alarm was observed. The field service engineer checked the analyzer but could not find an issue. Instrument performance testing was performed with acceptable results. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e411 disk. The sample initially resulted in an hcg + beta value of less than 0.1 miu/ml, accompanied by a data flag. On (B)(6) 2023, the sample was repeated, resulting in a value of 564.0 miu/ml. The value was deemed correct as it matches the patient's clinical picture